Event description:
It was reported by the patient¿s mother that the needle did not insert into the patient¿s skin when the pod was activated, despite the pink slide having moved forward. Reportedly, the cannula was not visible after removing the pod, which indicates a needle mechanism failure. The pod was worn between 5 and 24 hours. The patient¿s blood glucose levels were reported to be over 200 mg/dl.

Manufacturer narrative:
The device has received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.